Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
(B)(4). Asr revision.asr xl acetabular system.reason for revision : not known.(B)(4). Side hip to be revised: right.update - added reason for revison, added a stem and attached scf. Taken from scf dated (B)(4) 2014 and claimsuite dated (B)(4) 2014.reason(s) for revision: pain.

Event description:
Asr revision. Asr xl acetabular system. Reason for revision : not known.

Event description:
The right hip of the patient was revised.

Manufacturer narrative:
(B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.